Event description:
It was reported, the extension was broken perioperatively. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).